Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc guessed that the reported event was caused by short circuit or disconnection of the cable of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a laparoscopic surgery, 3d endoscopic image was not displayed. The user replaced the subject device and completed the procedure. There was no report of patient injury associated with this event.